Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting or additive abnormality was not observed. It is possible to observe a difference between the amount of additive from one tube to another, but it is not possible to confirm if the amount inside the tube is out of specification. Bd was not able to confirm that the additive amount is out of specification. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results, clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/clotting) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of samples indicated that edta tubes performed as expected. Visual observations evaluated demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results, additive abnormality, and clotting. Bd was not able to identify a root cause for the indicated failure modes. Factors that may contribute to {reported issue} were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was insufficient additive quantity and erroneous results. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the sample collected of hemogram in a 2ml edta tube indicated platelet results were too low (in other words: erroneous results with platelets count issue only in 2ml edta tubes)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube k2edta plh 13x75 2.0 plbl lav br there was insufficient additive quantity and erroneous results. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the sample collected of hemogram in a 2ml edta tube indicated platelet results were too low (in other words: erroneous results with platelets count issue only in 2ml edta tubes)."